Event description:
It was reported that the patient experienced an issue with the infusion set prior to insertion, as the infusion set did not come out of the insertion device on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.